Event description:
It was reported the programmer could not be connected to an external monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the external monitor connector needed to be tightened in order for the connector to function properly. It was also noted that the fan was noisy, the bezel was broken, the printer drawer was out of specification and the power cord bay was broken.